Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after implantation procedure the patient's breast milk was leaking from the implantable cardiac monitor (icm) incision site. The patient was breast feeding at the time of the implant. It was further noted that the incision took longer to heal and was tender. The icm remains in use. No further patient complications have been reported as a result of this event.